Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Referecne (B)(4).

Event description:
An end user reported an issue with an auryon atherectomy catheter 2.0mm - hydrophilic coated. During a procedure, when the physician removed the catheter from the patient, the wire inside the catheter was coming out of the end of the catheter and the radiopaque tip, wire lumen, and blade appeared to have detached from catheter.